Event description:
Customer reported she experienced low blood glucose. She believes she may have over bolused in error. Blood glucose value was 46 mg/dl; she treated with food. Customer stated her blood glucose has been low on and off; she would wake up feeling low. After discussing the troubleshoot, she feels lows are due to just normal ups and downs she has had with diabetes and not related the device. The drive support cap is recessed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.